Event description:
The catheter had been in for 9 days, when it broke completely at the bifurcation. Removed & replaced.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub only) measures 6.6cm and the distal section (tubing only) measures 45.3cm. Lot history review indicates no related component or mfg issues and two product complaints of similar nature. One was recorded as user related and one is pending evaluation. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The IFU states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."